Event description:
The reporter indicated that the pt was admitted to the hospital due to intractable epilepsy. It was also reported that the pt's vns device has stopped working and that it used to work "great" for the pt. The pt reportedly began having seizures like pt used to before vns implant.